Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the refrigerator was having power failure and the bin does not open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator power was failed. A field service engineer addressed an issue with bin 1.1 in the refrigerator, which was not opening. The user was permitted to remove inventory from bin 1.1 while operating within the hardware test application (hta), where the bin was confirmed to be functional. The es fridge and pyxis main were powered down and rebooted. A follow-up test was run in hta, after which the customer was able to access and fully destock the refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the refrigerator was having power failure and the bin does not open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.